Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. It was reported the physician was not concern about the lead at this time as the patient has an left ventricular assist device implanted. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.